Event description:
The pt was injected in the nasolabial folds and the malar bone after treatment with radiesse. The pt allegedly developed rash, redness, blotchiness, and itching. The pt was treated with 800 mg of motrin and benadryl.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.